Event description:
It was reported that the customer's insulin pump alarmed motor error. The caller stated that the device was exposed to an MRI and it is not functioning. The blood glucose reading was 249mg/dl. Advised the caller to disconnect from the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by a motor error alarm during rewind as a result of a motor encoder signal being out of phase. The device was received with scratched screen.